Event description:
It was reported that the left ventricular (lv) lead dislodged. The lv lead was explanted and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 694965 implantable tachy lead (B)(6) 2006, 5076 implantable pacing lead (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead as returned to the manufacturer, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.